Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing a rewind anomaly. The customer stated that the insulin pump was not pumping insulin, and there were no rewind alerts. Assisted the customer with programming the insulin pump. The customer's blood glucose was unknown. Nothing further reported.